Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm sureform 60 stapler instrument for failure analysis investigation. The instrument was analyzed, and the reported complaint was neither confirmed nor replicated. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using a green 60 reload and a blue 60 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The jaws opened properly after firing. Review of logs were unable to verify any failures. The instrument was fully functional. There was no problem detected. .

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the 8mm sureform 60 stapler instrument stopped working and would not open the jaws. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.